Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 20 mg/dl. The customers current blood glucose level was 60 mg/dl. Customer has stated he experience high blood glucose as a symptom, but that was a result of overindulging to compromise the low blood glucose. Customer is unsure how the lows occurred, and was disconnected during the rewind/prime sequence. Customer was advised to disconnect during the rewind/prime sequence. During troubleshooting, the customer passed the self-tests and reported there was no damage or MRI exposures to his device. Customer was advised to contact the healthcare provider about the causes of low blood sugar. Nothing was returned or shipped.